Manufacturer narrative:
The reported complaint of the autopulse platform (B)(4) stopped compression was not confirmed during functional testing but confirmed in the archive data log. Based on the archive, the autopulse platform stopped compression multiple times to ua17 (max motor on time exceeded during active operation), and user advisory 7 - discrepancy between load1 and load2 too large error messages recorded on feb 11, 2022. Upon visual inspection, no physical damage on the autopulse platform was observed. The autopulse platform passed the initial functional test without any fault or error, during archive data review, the autopulse stopped compression multiple times to ua17 (max motor on time exceeded during active operation), and user advisory 7 - discrepancy between load1 and load2 too large error messages recorded on feb 11, 2022, thus confirming the reported complaint. User advisory 17 is when the motor was on for too long during active operation. The autopulse did not reach the target depth within the specification time. The max load sum, take-up target, and the encoder take-up end values indicate the patient chest circumference is large in size and the patient's chest is so stiff and hard to compress. For user advisory 7 stopped compression incidents, the load sensing system has detected a weight/load imbalance between the two load cells. The probable root cause was likely due to the patient not being oriented on the autopulse platform correctly or the patient having shifted during compression or take-up. Following service, the autopulse platform passed the final testing without any fault or error. According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During use on a (B)(6) lbs male patient, the autopulse platform (B)(4) stopped compression. The customer realigned the patient and the autopulse platform stopped again after few compressions. The customer reverted to manual CPR. Patient expired was reported. Per customer, the patient's outcome wouldn't have changed other than the frustration aspect that the autopulse platform was not working properly.